Event description:
Pt was admitted to the neurology service at hospital with trouble walking and double vision. One month earlier, they were admitted with mental status changes and found to have a small left temporal lobe hemorrhage. Pt was additionally noted to have a dvt and an ivc filter was placed due to the relative contraindication to anti-coagulation. A tee done yesterday showed a 3 cm mass in the right atrium. Follow-up chest and abdomen CT showed the filter in the right atrium and suprahepatic and intrahepatic ivc. No evidence of the filter is seen caudal to this. Pt was transferred to the surgical service in the ICU for further management.

Event description:
The actual device has not been returned for eval so a thorough eval could not be performed. However, based upon the description provided by the user facility, and in particular the description of the multiple locations of the device at this time, the MFR believes the filter was disrupted by a subsequent central venous intervention. However, at this point no specific conclusions can be drawn. The actual device was not available for eval. The vascular intervention div is attempting to get the films related to this incident to perform a thorough investigation.